Manufacturer narrative:
On 12/02/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a breast tissue expander deflation was reported. Upon initial examination of the sample, a rupture at the union between shell and suture tab was observed, measuring approximately 0.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left tissue expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast surgery with an artoura breast tissue expander 750cc device that deflated after implantation. Deflation of the patient¿s left tissue expander was reported. As a result, the patient underwent explantation and replacement with a non-mentor device on (B)(6) 2019.